Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed using a 2.5 x 12 mm nc traveler dilatation catheter. The 2.5 x 38 mm xience prime stent delivery system was advanced and crossed the target lesion. The stent was implanted at 10 atmospheres. Post dilatation was performed using a 3.0 x 12 mm nc dilatation catheter. A distal edge dissection was noted and a 2.75 x 23 mm xience prime stent was implanted to cover the dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.